Event description:
Pt was treated in 2004. After about 81 pulses on the left side of the face, the pt said they were feeling disoriented. They said they could not follow the conversation or recollect the day, time or month. A quick neurologic exam revealed responsive normal pupils, and no facial paralysis or upper or lower extremity weakness. No slurring of speech. Tongue was midline. Pt was noted as tachycardic. Pt continued to be disoriented to time, date, etc. Pt was admitted to ER. Neurological exam was within normal limits, however, they still persisted to have memory loss. CT scan was normal. Pt was discharged from ER with a diagnosis of transient amnesia. Pt has history of 2-3 prior panic attacks that resolved on their own, not requiring medical intervention.